Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had expired suddenly at home. Investigation has been unable to reveal any further information. The patient expired less than one year after implant of the device. No specific complaints or allegations have been made against the device system or any of the individual components.